Manufacturer narrative:
The other relevant components include: product ID: neu_unknown_cath, serial# unknown, product type: catheter.

Event description:
Additional information was received. The patient¿s indication for use was failed back surgery syndrome and spinal pain. Device failures included pump failure and catheter failure. Injuries included withdrawal, hospitalization, surgery, and overdose. Dates of injury included hospitalization on (B)(6) 2016. An explant surgery was performed on (B)(6) 2016. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient had a personal injury as a result of a defective medtronic synchromed ii system's failure to deliver medications as prescribed. It was noted the pump was either explanted or replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned, and analysis found no anomaly. Analysis results for the catheter were not available at the time of this report. A follow-up report will be sent when analysis is completed. Interrogation of the pump determined it was used to infuse morphine sulfate 20mg/ml for a total dose of 9.247mg/day, fentanyl 25mg/ml for a total dose of 11.559mg/day, and clonidine 0.8mg/ml for a total dose of 0.36987mg/day. If information is provided in the future, a supplemental report will be issued.